Event description:
The customer reported that the device would not discharge via external paddles during a procedure. The customer reported that there was no adverse pt outcome from the event.

Manufacturer narrative:
(B)(4). The customer reported that the device would not discharge via external paddles during a procedure. The customer reported that there was no adverse pt outcome from the event. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.